Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on (B)(6) 2016. Retain product was tested and functioning according to specification. Return product was not available. Investigation: a review of the device history record confirmed the lot passed finished goods release criteria. Chem8+ cartridges from lot h15263a expired on 14-mar-2016, prior to the investigation open date of (B)(6) 2016; therefore retained cartridges were not available for testing. There have been no out of specification reports, exception reports or additional customer complaints raised against the lot. No deficiency identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. Based on the I-stat result of 57 and the repeat being 36 approximately 90 minutes later on the same sample and the result from another manufacturer being 38.7 , there is an indication that an I-stat product malfunction occurred on this cartridge.

Event description:
On (B)(4) 2015, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) male patient with diabetes, atrial fibrillation, pulmonary embolism and chronic renal disease. The patient was presented to emergency department with 24 hours of vomiting and diarrhea with collapse. There was no chest pain, shortness of breath or headache. The patient was treated with 2 liters of normal saline plus 1 liter normal saline with 20 mmol kcl. Patient was discharged from emergency department on (B)(6) 2016. There was no additional patient information available at the time of this report. Return product is not available for investigation. Date/time, method , hemoglobin , hematocrit, sample: (B)(6) 2016, 23:30 , I-stat , 194 g/l , 0.57 , a , lithium heparin; (B)(6) 2016, 00:43, lab , 129 g/l , 0.387 , b, edta; (B)(6) 2016, 01:01 , I-stat , 122 g/l , 0.36 , a, lithium heparin . At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted (B)(4) 2017 at abbott point of care ((B)(4)).